Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving lioresal, 2000 mcg/ml concentration at 100 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that multiple motor stalls and recoveries occurred. Rep stated that on this report date , she was notified of a pump replacement. The rep stated the pump had multiple motor stalls and motor stall recoveries. The rep stated the last stall was (B)(6) 2017 and no recovery. The rep stated the pump was replaced, and the catheter was replaced due to sluggish fluid flow through the catheter. The rep stated the hospital pathology department would keep the pump for a month or two and then send it back to the manufacturer analysis. The rep stated the patient's weight was (B)(6). No symptoms were reported.